Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tips were not picking up smoothly and the pipetter was not ejecting all tips in the reported problem area of the pipette assembly. The tip clamp and plunger clamp was replaced. The x-arm was recalibrated. The instrument was inspected, tested without further problem, and returned to service.